Event description:
It was reported that the patient experienced migration with an inflatable penile prosthesis (ipp) as the tubing was protruding to the skin. A surgical procedure was performed in which the physician fixed the tubing of the reservoir. There were no device malfunctions with the device and the patient fully recovered following the procedure.